Event description:
It was reported a filter did not appear to open completely following deployment via a femoral approach. Another filter was successfully placed via a jugular approach without pt complications. This device remains implanted. Therefore, no failure analysis will be available. User technique and/or pt anatomy may have contributed to this event. Directions for use state: "confirm location of the carrier capsule by injecting contrast through the handle of the introducer catheter...do not attempt to move or manipulate an engaged filter...in most cases, a second filter, properly placed, should be implanted for protection against recurrent pe."